Event description:
A us distributor contacted zoll to report that a (B)(6) male patient passed away in the hospital while wearing the lifevest. The patient's son reported that the lifevest might have been removed for resuscitation efforts. Review of the event indicated that a vt/vf rhythm was detected at 10:03:50pm. The response buttons were pressed at 10:04:52pm and were used until a non-treatable rhythm was detected at 10:05:30pm and the electrode belt was disconnected approximately 15 seconds later. It cannot be determined who pressed the response buttons or disconnected the electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) have been completed. The reported problem (patient death) was investigated. Upon evaluation, the equipment was fully functional and able to detect and treat. Belt: 05/2013.